Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited false atrial fibrillation (af) episode detection. Noise was detected in the baseline. The device remains in use. No patient complications have been reported as a result of this event.